Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated. The reported condition of the device moving into fill before completing the initial drain settings was not confirmed or duplicated. The power on self test was performed successfully. The one (1) hour therapy was performed successfully. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A (B)(6) home patient (hp) contacted baxter's technical service center regarding a malfunction on the homechoice (hc) unit during use. The hp stated the machine moved into fill one from initial drain in less than five minutes and drained less than the initial drain alarm setting of 1200 ml. The technical service representative (tsr) arranged for a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new unit arrives. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.